Event description:
The patient had transverse myelitis and multiple sclerosis before the pump was implanted. It was reported that the patient had an adverse reaction to baclofen. The pump was implant in (B)(6) 2014. The first time the pump was adjusted on (B)(6) 2014, the patient got a uti (urinary tract infection) and was admitted into the hospital. The patient wasn¿t walking at all and was paralyzed which was a new symptom. The patient had mobility issues before the pump was implanted due to the transverse myelitis and multiple sclerosis, but he was walking. After implant, he was paralyzed and not walking. The patient left the doctor¿s office on (B)(6) 2014 and could not transfer from his chair to the car to drive; he had an immediate effect. Per the reporter, the patient got the uti from the foley catheter that was inserted for the implant surgery on (B)(6) 2014. The patient ¿got septic and the hcp (healthcare provider) thought it was from the uti backing up into the patient¿s system that caused paralysis that the patient experienced¿. The patient spent 5 days in the hospital from (B)(6) 2014. He was treated for the uti and still wasn¿t able to stand or put any weight on his legs. He was able to move his legs ¿maybe just a tad bit¿ and the plan was that the hcp would increase the medication and eventually find the therapeutic dose. The patient went from the hospital to rehab. He was not walking and not able to move (legs weren¿t working), but his upper body was working. He spent 6 weeks in rehab. In rehab, the hcp¿s idea was to keep increasing the baclofen. The planking got so bad that the physical therapist didn¿t know what to do. The patient was up to 500-600 mcg of baclofen a day. The patient stated that he felt that the baclofen was counterproductive and getting worse, so he asked that the baclofen be reduced. The first four weeks from (B)(6) 2014 was increasing the medication and then from august to (B)(6) 2014 they were decreasing the baclofen to get the patient to a mobile state. As of (B)(6) 2015, the patient was up and able to use a walker for a short period of time. He could stand at the at the kitchen sink and put dishes in the dishwasher before having to get into his wheelchair which was more movement than the patient had since the pump was implanted. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).